Event description:
Two surgeries required to implant stimulator: 8/9/93 back probe implanted to spine. 8/16/93 battery pack implanted in stomach. A wire was run under the skin from spine to connect battery pack. About 2 1/2 wks. Later, reporter ran high temperature & was too dizzy to stand. She had a 2 inch wide & 6 inch long bright red streak along the wire line on right hip & across stomach. Later, a 3 inch place popped open & continued to ooze & run until the entire device was removed 10/18/93. The incision on her spine also opened. She was on antibiotics the the whole time but they didn't help. She still has severe pain. Reporter thinks co rep should have informed her about problems others suffered. She was told nothing by the co or drs.